Event description:
The catheter in the pneumothorax kit is about 5mm in diameter so modified seldinger technique must be used in order to place it - the large needle and the guidewire through the needle was used. Then the needle was removed and the dilator was placed over the wire to enlarge the opening. Dilator was then removed and the catheter was placed over the wire and then the wire was removed. The guidewire became kinked after it was placed through the needle while attempting to get the wire's j-tip (that wanted to curl) into the pleural space. The kink made it more difficult to get the dilator over the wire but they were successful and the catheter was placed where it needed to be.manufacturer response (as per reporter) for pneumothorax kit, waynesales rep did not pick up the device in question, the guidewire. The catheter, dilator and needle were all disposed of.